Event description:
Baxter (B)(4) received a report of an infusor that had a reservoir rupture before patient therapy. The device was filled with 3000mg of meropenem. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Additional information: per review of the batch records, one nonconformance report was documented for this lot. Non-conformance (B)(4) was opened to address the root cause investigation of the rupture condition. Operators on intermate and infusor were given awareness training on the capping station and the importance of rotating the coil caps for lv devices.